Event description:
A nurse reported that a wrong power lens was implanted following an intraocular lens (iol) procedure. The lens was exchanged six weeks later for another lens of the same model; different power. In a f/u, the nurse reported an unexpected postoperative refractive outcome, unable to determine cause. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).